Event description:
It was reported when the stimulation was turned up enough to aid in bladder control, the pt experienced fecal incontinence. The system was replaced. During the replacement surgery the pt began to throw up and had difficulty breathing. She was turned over to try to stabilize her symptoms. Once she was stabilized she was flipped back over and the surgery was continued. The sterile field was broken. The pt was discharged one day later from the hospital. She still had some difficulty with her breathing. The throwing up and difficulty breathing may have occurred with this pt in past surgeries. Further info is being requested from the hcp.